Event description:
It was reported that device alarmed but no screen display. Log analysis - the pump has been turned off. There was no patient involvement.

Manufacturer narrative:
(B)(6) h3: one device was returned for evaluation. Service history review identified no indication that the complaint was related to a service of the device within the view period. Physical evaluation found no physical damage on the device. Error log review confirmed that there was record of repeated power on/off, presumably caused by the replaced customer reported issue. The cause of the primary complaint was possible defective mainboard. The mainboard was replaced. Performed all function test and all passed.